Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the conduction disorder is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis.¿ gonska b, seeger j, junker a, rodewald c, trepte u, scharnbeck d, rottbauer w, wöhrle j. Arch cardiovasc dis. 2017 nov 8. Pii: s1875-2136(17)30187-0. Doi: 10.1016/j.acvd.2017.05.012.

Event description:
As reported by our affiliates in (B)(4), per article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis.¿ in this study, 100 consecutive patients treated with the es3 for symptomatic native severe aortic stenosis were compared with 100 consecutive patients treated with the edwards sapien xt valve (ext); all valves were implanted via transfemoral access. Es3s were implanted in 2014; ext procedures were performed in 2013/2014 in the period before the release of the es3. Mild to severe ar in echo post implant: 45 sapien xt patients (1 patient received a viv); 31 sapien 3 patients. All-cause mortality: 7 sapien xt patients; 3 sapien 3 patients. Stroke (disabling and non-disabling): 6 sapien xt patients; 4 sapien 3 patients. Life-threatening bleeding: 8 sapien xt patients. Major vascular complication: 16 sapien xt patients; 5 sapien 3 patients. Major or minor bleeding: 33 sapien xt patients; 22 sapien 3 patients. Post-procedural pacemaker implantation: 24 sapien xt patients; 14 sapien 3 patients. Elevated mean aortic gradient (<20mmhg) post implantation: 1 patient with 26mm s3; 2 patients with 23mm s3; 1 patient with 23mm sxt.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02729, 2015691-2018-02730, 2015691-2018-02731, 2015691-2018-02733.